Manufacturer narrative:
Investigation summary: it was reported by the medical professional, the syringe leaked from the barrel. To aid in the investigation, one 60ml syringe sample with no packaging blister and one photo were provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The photo provided shows the sample over a plastic bag label as chemotherapy. To prevent contamination and exposure, no additional testing will be performed and the sample will be disposed of accordingly. A device history record review was completed for provided material number 309653, lot number 7255750. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The product returned is from 2017 and has been phased out. This product has been replaced by 50ml syringes to mitigate the leakage past stopper symptom. Due to the potential contamination of chemotherapy and limited analysis of the returned sample, the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok¿ tip syringe leaked. The following information was provided by the initial reporter: "it was reported by the medical professional, the syringe leaked from the barrel."